Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in for his initial deep brain stimulation (dbs) turn on. Impedances at 1.0ma showed investigate on 2b, 2c, 1a, and 1b. The cause is unknown. Impedances during the stage 1 and 2 were within normal limits. When the rep ran impedances with the automatic ramp up, impedance came back normal on all monopolar settings and just high on bipolar. The impedances were >10k; 1a/2c - 11,444, 1b/2c - 10, 734, 2b/2c - 10,039, 1a/2b - 11,543, 1b/2b - 10,646, 1c/2b - 10,158, 1a/2a - 10,929, 1b/2a - 10,517, 1a/1c - 10,273, 1b/1c-10,075, 1a/1b - 11,384. When they jumped to 1ma and ran impedances, it showed monopolar >5k on 2a and 1a and bipolar settings high/investigate >10k on those contacts. Stimulation was turned on contact 2 and they will see if anything changes with impedances. The issue was not resolved. Additional information was received from a manufacturer representative (rep) reporting that the impedance did not change with stimulation on while in clinic. This was the initial turn on so the doctor only sets the dbs to a small amount of amplitude which is usually not therapeutic. The patient will return for initial mapping in 4-6 weeks and at that time, they will be able to see if the impedance has resolved and if the patient is receiving effective therapy.